Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient presented to the ed complaining of dizziness that started when he woke up the day before. He also reported that he had small volume emesis and continued to feel lethargic and fatigued with tea colored urine from his foley leg bag. His vad started having alarms for high flow greater than 10 l/min at around 3-4p which progressed to high power alarms around 1700. The patient was admitted to the cticu on (B)(6) 2016 for concern of hvad pump thrombosis with elevated lvad powers and ldh up to 2154 on (B)(6) 2016. The patient was started on tpa and integrillin after an echo confirmed no new acute abnormalities. The patient also had acute on chronic kidney disease with elevated creatinine secondary to acute kidney injury with lvad device thrombosis. A renal artery duplex was completed on (B)(6) 2016 finding no issues. The creatinine improved from 2.6 down to 1.99 with a reduction of oral bumex to 5mg daily rather than twice daily as the patient's home meds. The patient was discharged on (B)(6) 2016 with fluid restriction instructions. The patient's ldh was 184 at the time.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed via log file analysis which revealed 100 high watt alarms have been logged since (B)(6) 2016. A rise in power consumption was logged beginning (B)(6) 2016 to a peak of 15.3 watts on (B)(6) 2016, outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the elevated power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed include the patient's previous medical history, medication therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.